Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the weight of the device to the specification, a deformation and flat crease. Clouds were observed in the gel after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was pain, a palpable lump, a small pleural effusion, and breast implant illness. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "pain," "small right sided pleural effusion," "the right sided implant contour is undulated" and a "palpable lump." Healthcare professional additionally reported "patient believes she has "'breast implant illness'"; this event is not related to the device. Device has been explanted. Affected side right.